Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
--

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, visual inspection of the lead noted both the internal and the external insulation was abraded through to the conductor coil. Microscopic evaluation indicated that the insulation damage was caused by localized compressive stress on the insulation surface. Due to the location and the type of damage exhibited, it was concluded that the damage was caused by lead entrapment in the clavicle-first rib region.

Event description:
Boston scientific received information that the right ventricular (rv) lead exhibited noise due to a clavicle first rib fracture. As a result, the patient received several inappropriate shocks. During the extraction of the rv lead the physician elected to explant and replace the device since it was nearing elective replacement indicator (eri). No adverse further patient effects were reported.